Event description:
This event was reported as leaflet disruption, regurgitation and shortness of breath. No further info provided.

Manufacturer narrative:
F10: device code: 2203, 1077 = host tissue overgrowth. H3: examination of the valve in co's laboratory revealed host tissue overgrowth had fused each attachment site and encroached onto each cusp which resulted in stenosis of the effective orifice area, multiple disruptions, including detachment of the right-coronary cusp, and incomplete coaptation. X-ray analysis revealed minor foci of calcification within the aortic wall of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86= x-ray analysis.